Event description:
Customer reported that the device had the charge pak (battery charger) icon illuminated after it was recently replaced in (B) (6) 2009. There was no pt use associated with the reported incident. Physio-control evaluated the device and observed fault codes logged in the memory and an off current leakage that was depleting the internal hlc battery in it's powered off state. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and isolated the issue to the analog pcb assembly. The root cause of failure was determined to be a flux residue around a filter, designator fl9, causing the internal hlc battery and charge pak discharge.